Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging it does not turn off, when she try to turn off the device, unless she will unplug the device from the wall outlet. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminants on the flip doors, top enclosure, ui panel, inside iso port, rear panel, bottom enclosure, and blower. Pil observed that there was no service required message through therapy and investigation. Pil found a white plastic tab from ui panel broken off in the bottom of the bottom enclosure of the device. Pil ran a pressure test on device, device passed pressure test. There were two error codes found and the unit got scrapped. Pil is unable to directly address any symptoms. Pil cannot confirm the complaint of service required message, there was no service required message through therapy and investigation.